Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive microbiological contamination 4 times. On 27oct2023 (local time), testing detected 100 colony forming units (cfus)/channel of escherichia coli and on 30oct2023 after retreatment, testing detected 3 cfu/channel of escherichia coli. On 31oct2023, after reprocessing with enziqure detergent, the device tested positive for 6 cfu/channel of pseudomonas aeruginosa and stenotrophomonas maltophilia. On 03nov2023, after additional reprocessing with enziqure detergent, the device tested positive for 6 cfu/channel of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 29, 2023 sampling from: all channels cfu: 1cfu bacterial identification: bacillaceae the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end cap cover --- damaged - bending section rubber glue --- separated - connecting tube protector --- missing - mouthpiece --- damaged - air/water cylinder --- scratched - suction cylinder --- scratched - up down knob --- angulation --- less or specified value however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.